Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized for urinary tract infection (uti). Nevro attempted to obtain additional information regarding the nature of the uti but was unsuccessful. Follow-up indicated that the patient has recovered without sequelae and the trial was successfully completed with effective pain relief.